Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. A 2.50x20 synergy¿ drug-eluting stent was advance to treat the target lesion. However, the device failed to cross the lesion and it was noted that the edge of the stent was found flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.